Event description:
It was reported that, "the tip of the im drill broke off as it was being used to open up the femoral canal. The surgery was delayed several minutes during which the tip had to be extracted from the pt's bone."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.